Event description:
On (B)(6) 2014, the surgeon added three ifuse implants to a previous ifuse implant construct. A later CT scan revealed that one of the added implants may not have been optimally positioned. On (B)(6) 2014, the surgeon removed one implant and packed the void with bone graft. The implant was not impinging on a nerve and no other implants were adjusted or removed.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants: ifuse implant, p/n 7030-90, lot# 7753003235001, manufactured 02/03/12, expires 2015-04; ifuse implant, p/n 7035-90, lot# 7753002994001, manufactured 10/10/11, expires 2014-11; ifuse implant, p/n 7050-90, lot# 7753002779005, manufactured 07/20/11, expires 2014-10; ifuse implant, p/n 7040-90, lot# 8004003235003, manufactured 02/06/12, expires 2015-04 (x2); ifuse implant, p/n 4045-90, lot# 8029003363004, manufactured 05/08/12, expires 2015-07; ifuse implant, p/n 4050-90, lot# 8136003938005, manufactured 08/28/12, expires 2015-10; ifuse implant, p/n 4055-90, lot# 8136003938006, manufactured 08/21/12, expires 2015-10.